Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother called to report that the battery compartment was damaged and the display was blank due to the damage. Customer's blood glucose reading was 471 mg/dl and treated with a manual injection. The caller was advised that the customer should discontinue use of the device and revert to a backup plan. The device would be replaced and returned.